Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (his son) alleging his onetouch ultralink meter was not powering on when the patient tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the reporter stated the alleged issue first occurred. The reporter stated the patient uses insulin pump therapy (type and dose unknown) to manage his diabetes. The reporter stated on an unknown date and time, the patient increased his dose of medication due to the alleged issue. The reporter stated due to the alleged issue, the patient's blood glucose increased, however did not state any symptoms. The reporter denied the patient receiving any medical treatment in response to the increase in blood glucose. At the time of troubleshooting, the cca discovered there was misuse of the meter; the patient had gotten the meter wet. Replacement products were sent to the patient. The meter involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery contact was found to be corroded, the display was dirty and the printed circuit board (pcb) was found to be contaminated. There is no indication that the subject meter cause or contributed to an adverse event. The reporter did not report any blood glucose readings, symptom s or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because of the findings from product analysis.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery contact was found to be corroded, the display was dirty and the printed circuit board (pcb) was found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.